Event description:
The complainant reported that a placement signal not reliable alarm appeared during impella 5.5 support. Despite losing the pulmonary stenosis and left ventricle readings, the motor current and flow rate remained stable. Support was continued uninterrupted and the patients outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The pump was returned for investigation. The returned pump had no physical damage on it, and all the 5s optical parameters were within the specification range. Data logs were reviewed and the placement signal not reliable (psnr) alarm was confirmed on 19-jun-2025 at this time, snr drops to zero, lamp maxes out at 100%, light decreases, gain decreases, and contrast oscillates between +/-3,000. The real time (rt) logs were closely examined during the time of the psnr event, and the oscillating contrast trend was seen. The pump was remained in use during psnr. Optical signal parameters and placement signal was seen returned after 68 hours of case run. Upon review of data logs and returned product investigation, it is apparent that the console is the potential cause of the issue.